Event description:
Four pedicle screws failed (fracture point within the pedicle) at superior portion of t10-pelvis pedicle screw construct. The patient complained of new pain approximately 5.5 months after the surgery and x-rays confirmed the failure of the uppermost four screws at t10 bilaterally and t11 bilaterally. The t10 screws were 5.5mm cannulated screws. The t11 screws were 4.5mm solid (non-cannulated) screws. The patient had reoperation on (B)(6) 2016 to extend fusion above hardware to t4. The intra-osseous portion of the four failed screws were not removed at t10 and t11. T4- pelvis fusion with medicrea instrumentation on (B)(6) 2015 to treat spinal deformity and chronic back pain. Iliac screws were depuy expedium bilaterally.